Event description:
The customer reported obtaining a carousel motion error message from the unicel dxc 600i synchron access clinical system. Upon troubleshooting for the error message, the customer observed that the electrolytes injection cup (eic) was not draining and fluid overflowed. The customer indicated that approximately five to ten milliliters of fluid leaked. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a piece of debris caught inside the electrolytes injection cup (eic) valve j10. The fse removed the debris and re-installed the valve to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the leak is attributed to debris caught inside the eic valve j10. (B)(4).